Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and high blood glucose. Customer's blood glucose level went as low as 46 mg/dl and as high as 500 mg/dl. Customer advised they are a brittle diabetic and their healthcare provider had not been able to stabilize their blood glucose levels.